Manufacturer narrative:
(B)(4). Batch # p58v28. Investigation summary ==> the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that there was an incomplete cut line. During the resection of the lesion of the esophagus, could not cut the tissue only proximal tissue with cut line, and staples malformed on the 2nd firing, when severing the stomach. Another device was used to complete the surgery. There were no adverse consequences to the patient.